Event description:
A surgeon reported that a thermal a burn occurred during a cataract extraction/iol implantation procedure in which a viscoelastic was used. The incision would not seal and required sutures. The surgeon stated the sutures may have caused a corneal fold that resulted in astigmatism and decreased visual acuity.